Event description:
A (B) (6) male with pelvic trauma was implanted with an acticon device on (B) (6) 2009. On (B) (6) 2010, the 14cm cuff was removed and a 12cm cuff was implanted due to wrong size.

Manufacturer narrative:
Cuff had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Conclusion: no device failure, wrong size initially implanted.